Event description:
Staff alleged that the brakes will set and not roll, but will swivel. No injury reported.

Manufacturer narrative:
Stretcher in repair shop. Tech alleged that the brakes will set and not roll, but will swivel. Recommended replacing the casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.